Event description:
The customer's father reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose was over 500 mg/dl. The customer's father stated that the customer had had an issue with an infusion set that appeared to have a leak from the insertion site being connected improperly. The customer stated that the infusion set had been discarded at the hospital. He advised that no issues persisted after this event. The customer's father stated that he thought it was due to the infusion set getting snagged. The customer was wearing the insulin pump at the time of the emergency room visit and was treated with fluids via intravenous drip. The customer's father did not believe there was any issue related to the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.